Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) had a battery charging failure. The leds would not illuminate when the button located on the front of the battery was pressed. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4; b5; g1 contact person; g3; g6; h2; h6 type of investigation, investigation findings, investigation conclusion, component code, problem code; h11 corrected fields: e3; e1 event site address, event site telephone. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the battery in bay number two. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly. Based on the evaluation results provided by the fse, the failure occurred due to a defective part. The issue was resolved by replacing the malfunctioning part. The part is not available for return. Therefore, no root cause evaluation can be performed. The most probable root cause is a bad cell or soldering issue.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Corrected fields: h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the battery in bay number two. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check of cardiosave intra aortic balloon pump (iabp) , lithium-ion battery failure occurred and the leds would not illuminate when the button located on the front of the battery was pressed . There was no patient involvement.